Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after changing out all of their supplies. There was no impact to the customer's blood glucose (bg) levels. The customer had observed drops exiting the infusion set tubing prior to contacting tandem technical support. There was no damage noted to the cannula. Reportedly, the pump is worn against the customer's skin. Tandem technical support instructed the customer to allow the bolus to complete prior to placing the pump against their body in order to prevent abrupt temperature changes.